Event description:
It was reported that while a patient was on ECMO therapy, the pump stopped flowing twice. The pump head was re-positioned causing the blood pressure to drop to 40 mmhg. The unit was exchanged. ECMO - extra corporeal membrane oxygenation. (B)(4). MFR ref # 8010762-2015-00236.

Event description:
(B)(4)